Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 5.5; lab: 1.3. Approx 10 mins difference between finger stick and venous draw. Pt undergoing heparin bridging therapy.

Manufacturer narrative:
Investigation pending.